Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analyst commented, rv lead integrity warning occurred on (B)(4) 2015 for 2 or more high rate-non sustained episodes and sic greater than or equal to 30 in 3 days. The impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, during the week ending on (B)(4) , rv pacing impedance spiked to 1140 ohms up from a trend in the 300-400 ohm range. Impedances continue to be high and variable. Analyst commented, beginning (B)(4) 2015, 4023 ventricular sic; ventricular tachycardia (vt) non sustained, high rate-non sustained, ventricular oversensing-noise, and ventricular fibrillation (vf) detected episodes with lead noise oversensing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the follow up visit right ventricular (rv) lead noise was identified, aborted shocks, non sustained ventricular tachycardia (vt) episodes all appeared to be noise, along with high short interval counts (sic). It was also reported that rv lead noise alert triggered, and lead fracture suspected. Ventricular fibrillation (vf) detection was reprogrammed, and the lead was scheduled for immediate revision. The rv lead was capped, replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.